Event description:
It was reported that during a thoracotomy procedure, the device remained closed on the tissue. The first use of the device, at the beginning of the stapling, the reload/cartridge was mismatched and the stapler was stuck in the tissues (no staple line performed, no cut). The device remained closed on the tissue. The surgeon had to use another device to cut under the defective stapler and thus release it. The procedure was performed with another like device. No consequence for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Batch history review has been completed with no anomalies reported.